Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Date implanted - (B)(6) 2008, exact date unknown (B)(4).

Event description:
It was reported that patient underwent total knee arthroplasty in (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2010, due to periprosthetic fracture of the femur. The femoral component was removed and replaced. No further information has been received to date.